Manufacturer narrative:
(B)(4).

Event description:
It is reported that reported the gray plastic part to the basket broke off and had to remove ptd. A new kit was used.

Event description:
It is reported that reported the gray plastic part to the basket broke off and had to remove ptd. A new kit was used.

Manufacturer narrative:
Qn#(B)(4). Upon investigation of the returned sample, it was found that the malfunction was non-reportable; thus the initial MDR, submitted on 01/25/2019, was sent in error.